Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample from a cobas 6000 e 601 module. The initial result was 0.309 ng/ml and was reported outside of the laboratory. The result from another sample drawn two hours later was 0.021 ng/ml so the physician asked for the original sample to be repeated. The repeat result was 0.024 ng/ml. The second sample was also repeated with a result of 0.021 ng/ml. There was no allegation of an adverse event. The reagent lot number was 24518001. The expiration date was requested but was not provided. Analyzer performance testing was successful. A general reagent issue could be excluded based on the provided qc data which was within expectations. The investigation was unable to find a definitive root cause.